Event description:
Patient underwent a shoulder arthroscopy. As one of the anchors was opened to the field and being implanted, anchor was found defective and broke off prior to implantation in patient's shoulder. Surgeon turned off outflow. Upon further assessment, anchor could no longer be found and was searched for within the shoulder. Unable to obtain, and new anchor was opened for implant. Anchor documented as implanted as it remained within the shoulder. Ortho coordinator aware.